Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
During a mapping procedure the rhythmia hdx mapping system and a intellanav mifi open-irrigated catheter were selected for use with directsense. It was reported that a steam pop occurred after radiofrequency ablation was delivered for approximately 28 seconds at 40 watts. Ablation was halted. The procedure was still completed successfully with no additional complications. No troubleshooting or interventions were reported.